Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/28/2014 with the following findings: the keypad was found to be torn and peeling. Evaluation revealed that all keypad buttons were intermittently responsive; the ok and down buttons were hypersensitive. There was evidence of keypad contamination found under all key contacts. The ok and down key contacts were inverted. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ¿covering over the device was coming off.¿ there was no additional information available for this complaint. Attempts have been made by customer technical support to contact the reporter to follow-up with no success. This complaint is being reported because the reported issue was unable to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.